Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that he device got hot during use in the sterile processing department. There was no patient involvement reported.

Event description:
It was reported that he device got hot during use in the sterile processing department. There was no patient involvement reported.